Event description:
It was reported by service report that the foot-end brakes could not be engaged from either side due to jammed pedals. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken foot-end brake crank assembly.